Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-01781. It was reported that the patient went to the emergency room for a loss of power- the controller was blinking with an alert to connect power to the white power cable. The cable was already fully connected. A visual inspection found no broken pins and the patient's batteries were fully charged, according to the patient, a nurse at the rehab center pulled on the black and white rubber connector attached to the base of the controller but stopped when they yelled at the nurse: this damaged the mobile power unit (mpu). When disconnecting the white power cable there was no issue, however disconnecting the black power cable triggered a no external power alarm. The controller and mpu were exchanged without issue, which the patient tolerated well. A review of the log file revealed several odd power cable disconnect and no external power alarms that appear to be related to the white power cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) being damaged was unable to be confirmed. The mobile power unit (s/n: (B)(6) was not returned for analysis. Per the provided information, the mpu was exchanged after it was damaged. The mpu was damaged while the rehab nurse was disconnecting the patient¿s controller from the unit. No photos of the damage were available for review. The (B)(6) was sent for return, but the unit did not reach abbott facilities. If the product returns at a later date, the investigation will be reopened. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU), rev. C, section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use, rev. C, section 8-¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.